Event description:
Patient had more than ten years history of collagen treatments from another physician, reportedly without incident, so no skin test was given by reporting physician's office. In 2000, pt received 2 cc of collagen in the lips and vermilion border. In 2000, pt noted visible beading. Physician examined pt in 12/2000 and confirmed presence of visible beading in lips, with some beading noted at vermilion border as well. Physician elected to excise as much as the material as possible, and physician felt cosmetic result was better after collagen material removed. No additional treatment is planned at this time.